Event description:
It was reported that a minicap transfer set was ¿very difficult¿ to connect to a non-baxter adaptor. This occurred while attempting to connect the set to the patient to replace the patient¿s prior transfer set. The reporter stated that the connection had been sterilized with alcavis, and that there was no visible damage to the threads. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted that could have caused or contributed to the reported condition. Leak testing, clear passage testing, clamp function testing, and integrity of seal surface testing were performed with no issues noted. Upon conclusion of the investigation, the reported condition was not verified and a cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.